Event description:
Reporter alleged finding the plastic melted around the connector pins of the inform system. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.